Event description:
The customer reported the system is displaying an "inverter" error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty inverter board and reinstalled software. System operates as intended.